Manufacturer narrative:
The device was evaluated by zoll medical (B)(4)'s service department; the malfunction was duplicated and attributed to a loose defib-monitor flex cable at connector on the processor/pace/bridge board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode=dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test for "defib" and "pacer" functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.